Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdyf043 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported when they pull the needles out of the packaging, the tubing towards the distal end end is falling off where the y-site tubing attaches. It was reported this occurred with five devices. This report addresses the fourth of five devices.